Event description:
It was reported that the ilet pump displayed an empty battery icon and low-battery warning despite showing as charging on the pad, consistent with a premature battery discharge related to the battery component; troubleshooting identified the charging cable as faulty, and changing the cable restored normal charging and battery retention. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem manifesting as premature battery discharge, traced to a charging accessory issue rather than the pump¿s internal battery component, with effective resolution after cable replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.